Event description:
Reportedly during advancement of the whisper guide wire in the superficial femoral artery with heavy calcification, the whisper guide wire failed to cross and became separated around 15 centimeters from the tip. A snare was used to remove the separated guide wire from the patient anatomy. The patient did not experience any adverse patient effects during the event. A clinically significant delay in procedure was not reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the returned guide wire noted no blood or contrast visible. It is possible that the guide wire was wiped down prior to shipment to abbott vascular for analysis. The distal end of the guide wire was separated and both sections were returned. There was a section returned in a snare that measured 7 cm in length. The separated core could be seen down into the luer and through the white shaft. The overall length of the polymer was 14 cm. The separated edge on the polymer was stretched and jagged. There were two kinks in the core, 4 mm and 1.4 cm proximal to the separated edge. The noted stretched polymer and kinks in the core are likely the result of the reported guide wire separation. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, product placement technique, product size selection and accessory device support; and is typically not associated with a product quality deficiency. Based on the information received with the incident, the inability to cross appears to be related to the heavily calcified lesion. Guide wire separation may occur when the wire is subjected to tensile or torsional loads beyond its design limits causing the distal tip to detach. A wire being over pulled or over torqued would require the tip to be trapped within the anatomy or another device in order to create the required forces to damage the wire as described. Any additional attempts to retract the wire in this trapped state would exceed design limits and cause the reported separation. The lesion was described as heavily calcified which could have contributed to the reported guide wire separation. Scanning electron microscopy suggests that the core failure may be attributed to ductile overload at a bend. In order to ensure that this does not occur as a result of a product quality deficiency, manufacturing performs a 100% visual inspection of the guide wire tips after they are loaded into the dispenser, performs a non-destructive tip pull test and performs a 100% outer diameter inspection of all devices prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality. A search of the lot history record indicated no nonconforming material records for the lot. Additionally, a query of the complaint handling database indicated no related incidents. Based on the evaluation, there is no indication of a product quality deficiency.